Manufacturer narrative:
The pusher was the only component received for evaluation. The investigation of the returned pusher system found the body coil severely stretched from transition to distal, the implant separated from the distal heater coil and the proximal gold connector kinked. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The analysis is currently underway. The instructions for use (IFU) identifies premature and difficult or delayed coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an embolization procedure, the first coil stretched when deployed. The entire coil was removed from the patient using a balloon catheter. Upon removal it was noted that the tip of the pusher was stretched and detached. Subsequently, the procedure was continued and completed successfully. There was no adverse impact to patient.